Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation surgery with implantation of a 375cc mentor smooth round moderate plus profile saline breast implant prosthesis. Post-operatively, the patient a bilateral breast implant deflation event. Additionally, she has muscle and joint pain all over her body, but it is especially prevalent in the left knee and right shoulder. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The reported event is consistent with a generalized illness. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-03651 for the contralateral event.

Manufacturer narrative:
On august 23, 2022, mentor received additional information. An updated diagnosis was provided. The patient was diagnosed with a deflated left breast implant. Since this file is for the right breast implant, deflation is no longer applicable. The patient underwent bilateral removal and replacement with left-sided 375cc and right-sided 400cc mentor memorygel breast implants on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. On september 12, 2022, mentor became aware that the patient identifier was previously reported incorrectly. The patient identifier was updated accordingly. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4). In the initial, a1 patient identifier should have been reported as (B)(6) as per the correct information provided to mentor.